Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited an increase in pacing impedance measurements to 1,505 ohms. There were also inappropriate atrial tachy response (atr) episodes as a result of noise. Boston scientific technical services (ts) discussed turning off the respiratory rate trend feature until the issue with the ra lead was addressed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated there were no immediate plans to revise the ra lead. The alert for the high atrial impedances was also deactivated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated the device was emitting beep tones. Boston scientific technical services (ts) reviewed the information from remote monitoring data and confirmed that the device was programmed to emit tones upon a ra impedance measurement greater than 2,500 ohms. The data available suggests the impedance has exceeded 3,000 ohms. The high impedance was not able to be reproduced through isometric testing. The respiratory rate trend feature had been programmed off and there were no further inappropriate atr episodes.